Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that asymptomatic patient presented in operating room during change out and the device exhibited backup vvi. Device replacement would be scheduled due to normal eri. The device remained implanted.